Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 1.5mm drill bit broke into two pieces during an (orif) open reduction internal fixation of a left metacarpal. The surgeon was drilling for a 2.0mm locking screw and did not notice that the tip of the drill bit had broken until routine intraoperative x-rays were taken. The drill bit tip was easily removed and resulted in a five minute surgical delay. The procedure was completed successfully and the patient was reported as stable. This complaint involves one (1) device. This report is 1 of 1 of (B)(4).